Event description:
It was reported that a patient required a revision procedure for a polyethylene swap due to instability with the knee implant. Additional information has been requested but not yet provided. This report is filed under ais reference (B)(4).